Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. The patient experienced phrenic nerve stimulation from their left ventricular lead. It was noted that the right atrial lead had dislodged and the left ventricular lead exhibited high capture threshold. The right atrial and left ventricular leads were both explanted and replaced. The patient was stable.